Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The lv lead was imaged due to loss of capture. Fluoroscopy revealed the lv lead was dislocated and a fracture was noted near the connector. The lead was repaired. Electrical measurements were stable and the patient was in good condition post-procedure.